Event description:
Customer reported a no delivery alarm. The customer's blood glucose was unknown. The customer was assisted with performing 5 units of fixed prime. The customer stated insulin was able to exit but the insulin pump alarmed no delivery. The customer did not want to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)